Manufacturer narrative:
No product malfunction. Based on details provided to the manufacturer it is not possible to determine the exact cause of the irritation. The surgeon opted to do a revision surgery as a preventative measure.

Event description:
Revision was conducted due to soft tissue irritation. Surgeon revised solid cup to a holed cup, screws, and a new neutral liner. A size 0, 36mm cocr head was exchanged as well for a size +4, 36mm cocr head.